Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malf 3, and the issue required technical support intervention. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty, and instructed the customer to switch to multiple daily injections (mdi) as a backup therapy. The customer confirmed the shipping address, knew how to put the pump into storage mode, and understood the instructions to return the faulty pump using a pre-paid label within 10 days.